Manufacturer narrative:
Although the suspect device has been received for evaluation, the analysis has not been completed; the cause of the reported malfunction has not been determined.

Event description:
In 2008, boston scientific corporation was informed that during a procedure, the cup did not open and close. When the device was removed from the scope, the cup opened and closed properly. The physician used another of the same device to complete the procedure without any patient complications. At the conclusion of the procedure, the patient's condition was reported to be "good."